Event description:
Healthcare professional reported that intra-operatively, the valve was discovered to be obstructed which resulted in incomplete closure. The valve was removed and replaced. The pt had no problems following bypass and during post-op period.